Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a multiple replace battery alarm without low battery alarm. The blood glucose level of the customer was 119 mg/dl. The customer confirmed that that battery compartment was intact and the customer received four replace battery alarms during the last three weeks even though he was using new batteries. The customer was advised to disconnect from the insulin pump and switch to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, sleep current test and active current test. Unexpected battery power loss not confirmed. (B)(4).